Event description:
The customer received questionable ion selective electrode (ise) results for one patient sample. The initial sodium result was 170 mmol/l and the repeat result was 141 mmol/l. The initial potassium result was 5.0 mmol/l and the repeat result was 4.1 mmol/l. The initial chloride result was 82 mmol/l and the repeat result was 102 mmol/l. The initial results were reported to the physician. The repeat results were believed to be correct. The patient was not adversely affected. The electrode lot numbers and expiration dates were requested, but were not provided. The field service representative could not find a cause and could not duplicate the issue. As a preventative measure, the customer changed the electrodes on (B)(6) 2015. Precision testing was performed which was all within specification. Ise checks passed. A specific root cause could not be identified. The investigation noted the repeat results recovered in the opposite direction than the initial results. Possible causes of this type of behavior include air in the sample channel, leakage current coming from the waste, or an old and/or expired reference electrode.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.